Event description:
A peritoneal dialysis (pd) patient contacted customer service to report that she is allergic to the micropore-paper tape 1x10yds w/dispenser. Patient does not have anything to return. She discarded the tape. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).